Event description:
It was reported that while using bd vacutainer® ultratouch¿ push button blood collection set, there was a detachment of the needles once the input is removed from the box, causing a spillage of the sample at the time of puncture on one (1) device for each batch. No patient impact reported.

Manufacturer narrative:
D.2a. Common device name: blood specimen collection device; intravascular administration set. D.2b medical device type: one additional code applies; jka. E1: initial reporter phone #: (B)(6). There were multiple lot numbers reported to be involved. The information for the additional lot numbers is as follows: d4. Medical device lot#: 4095004 d4. Medical device expiration date: 31-mar-2026 h4. Device manufacture date: 04-apr-2024 unique identifier (UDI) #: (B)(4). D4. Medical device lot#: 3311133 d4. Medical device expiration date: 30-nov-2025 h4. Device manufacture date: 07-nov-2023 unique identifier (UDI) #: (B)(4). A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd vacutainer® ultratouch¿ push button blood collection set, there was a detachment of the needles once the input is removed from the box, causing a spillage of the sample at the time of puncture on one (1) device for each batch. No patient impact reported.

Manufacturer narrative:
Investigation summary: bd had not received samples, but 4 (four) photos were provided for investigation. The photos were reviewed and the indicated failure mode for sleeve side piercing/recovery was observed. Additionally, 10 (ten) retention samples from each batch numbers: 3311133, 4095004 and 3311128 in bd inventory were evaluated by draw test of 6 tubes each and the issue of sleeve side piercing/recovery was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of sleeve side piercing/recovery based on customer photo analysis, but unable to confirm based on retain sample analysis. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.